Event description:
It was reported that a customer using a dexcom g7 continuous glucose monitor (cgm) experienced intermittent signal loss between the sensor and the ilet, resulting in periods of no glucose readings on the ilet; the user was advised to contact dexcom and request a replacement sensor if the issues persisted. The user experienced a glucose peak of 217mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure, with involvement of the electrical and magnetic system and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.